Event description:
In (B)(6) 2009 I received bard kugel mesh (0010205) lot husc1806 to repair failed hernia. The mesh was placed in and then in 2011 they went in laparoscopically to repair small tear to the side of the mesh. All went well but then it recurred in 2013 and so I went in for abdominal wall repair and hernia repair. When they opened me they found the mesh 0010205 was rock hard so they removed it and other and did not replace with mesh, hoping my tissue would repair from it. Unfortunately I was back in 10 months later for complete repair and mesh placement. Since mesh problems on that side the tissue does not hold well and now, in 2015, am having another occurrence. I'm not sure how these defects were not noted to company that manufactured but now facing a seventh repair.